Manufacturer narrative:
Batch review performed on 12 may 2020: lot 179667: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 2023-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Additional items involved in the event, batch review performed on 12 may 2020: gmk-sphere 02.12.0026l femoral component sphere cemented size 6+ l (k140826) lot. 1901878 lot 1901878: (B)(4) items manufactured and released on 02-jul-2019. Expiration date: 2024-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 1905242 lot 1905242: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, three months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon removed all implants and performed a washout. A femoral and tibial component were implanted along with antibiotic cement. The surgeon will implant permanent hardware at a later date that has yet to be determined. The surgery was completed successfully.